Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was alleged that the up arrow, down arrow, and ok keypad buttons were under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 05/29/2014 - device evaluation: the pump has been returned and evaluated by product analysis on 05/22/2014 with the following findings: the keypad was found to be intact; no damage was observed. During testing, the complaint of under-responsive keypad buttons was not duplicated. All of the keypad buttons functioned appropriately. The keypad cover was removed and no evidence of contamination was found under key contacts. Unrelated to the complaint, evaluation revealed that the display screen was dim, fading and discolored.